Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultramini meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. She tests her blood glucose 6 times a day and she manages her diabetes via amaryl once a day and metformin 500 mg twice a day. The patient stated that the alleged issue began on four days earlier at 9:30 pm (est). During that time, the patient reportedly obtained "inaccurate high" readings of "378, 374 and 256 mg/dl" on the subject meter, which when verified matched with the subject meter's memory. The patient reportedly did not experience any symptoms during these reported readings. She reportedly took an increased dose of diabetes medication (unknown) following the reported issue. She stated that the day after the reported issue began, she ended up taking 4 pills since her readings were reportedly above "328 mg/dl." On the next day about 7:30 am, she reportedly obtained a reading of "378 mg/dl" on the subject meter and took her usual dose of diabetes medication along with a light breakfast. On the same day, at around 12 pm, during the camping, she reportedly experienced symptoms of "excessive sweating, spots in front of the eyes and almost could not see properly." During that time, she reportedly obtained a reading of "374 mg/dl" on the subject meter, which was reportedly "high" when compared with her daughter's meter (unknown meter) reading of "42 mg/dl", performed within 15 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on the statistical methodology, the calculated difference of the reported blood glucose results (374 mg/dl on the subject meter and 42 mg/dl on the daughter's meter) exceeded the expected value of < = 30% and/or <=30 mg/dl. She stated that she was almost to the point that she could not swallow orange juice/liquids, and so her daughter put cold compress on her. The patient did not seek any medical attention. During the troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was review to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement (mg/dl). However, it was noted that the patient was using test strips that were expired in 2005. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with severe hypoglycemia after the reported issue. There is no evidence indicative of a meter malfunction since it was noted that the patient was using expired test strips for testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.